Event description:
The customer alleged that she performed a control test using her contour system and received a result of "lo". The normal control range was 104-143 mg/dl. No adverse events were alleged. The customer only had one test strip left, so no product will be returned. Replacement test strips were sent to the customer.